Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were trying to get their device taken out and reported they have been waiting for 8 months to do so. Patient stated their healthcare provider (hcp) quit working and they can't get ahold of them. Patient reported they want their implant removed because it is only stimulating something under their butt bone and statedtheir healthcare provider told patient it probably had gotten loose and they can attach it to the other side. Patient stated they were sure it wasn't put in right the first time because it's not working properly and reported it's the most insane, horrible feeling they have ever felt in their entire life (besides having a broken leg). Patient reported on any program, any setting, it was like stimulating their butt bone and clarified it's like something is in their "ass" and it's weird. Patient has tried decreasing stimulation and turning off therapy to see if that helps and stated therapy has been off for about 6 months, maybe longer, but reported it still seems like they are feeling this even with therapy off but they don't know for sure. Patient reported they have back pain and they have a broken coccyx that has been cracked a few times and they don't know if it's causing anything right now, but stated all they know is the implant is a foreign thing in their body and they want it out. Patient mentioned they were probably going to try to find a doctor that can do a pain pump for their back so they might be putting something else in there, but patient stated they think these things can be very helpful but not their device for the bladder. Patient stated implant worked for a few months but that was about it. Patient provided event date as probably a year ago. Patient stated implant only lasted about 3-4 months that it worked, and stated this began in the beginning of 2024 (confirmed year as 2024 and agent heard patient possibly say january, but had a difficult time hearing patient and did not confirm). The patient was redirected to their health care provider to further address the issue. Emailed patient healthcare provider listing per patient's request. Patient called back stating they think the physician listing they received was outdated. Patient also stated their doctor was no longer at the listed location and had not been there for 3-4 years so they think the physician list is 3-4 years old. Patient stated when they clicked on the link for the physician listing, it directed patient to the main page. Agent reviewed how to navigate to the physician listing site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.